Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was inadvertently connected to the infusion set tubing during the fill tubing process. Blood glucose (bg) was 41 mg/dl. Customer was admitted to the hospital and treated with carbohydrate/intravenous sugar water. Customer was discharged a few hours later with the low bg resolved. Tandem technical support reviewed the fill tubing process with the customer.